Event description:
It was reported that in conjunction with a cryoplasty treatment procedure, restenosis and dissection occurred. There have been reports of dissections and restenosis. Additional information was requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.